Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 50-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2025, during a digital bilateral mammogram it was found collapsed material at the surgical site, dystrophic calcifications at the site, scattered foci of peripherally calcified fat necrosis and other type of calcifications. These are also seen in an attached mammogram dated on (B)(6) 2025 which also underlines the failure to dissolve of the biozorb marker and the deformity at the right breast implant level. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.